Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the alarm had emitted during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a cs 064 call service alarm was recorded. During investigation the pump emitted a cs 064 call service alarm. The pump was not able to complete a 24 hour duration exercise. The pump case was removed and the motor drive assembly was removed. The motor was tested with an external power supply and was found to be defective; the motor functioned intermittently and stalled easily.